Event description:
It was reported to medtronic minimed that the customer reported extensive damage to pump case. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1886 was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The sc1 cap locks properly into the reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, cracked select, graph, up, down, left and right button keypad overlay, scratched keypad overlay, scratched case and pillowing keypad overlay. Cosmetic damage was confirmed at the case and retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.